Event description:
Customer reported that the display on the insulin pump went blank. Customer stated that after that a long black square came up. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. Customer received a battery out limit and was trying to being assisted with setting time and date; she was frustrated and didn't want to use the device until she got her training the next day. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.